Event description:
The pump was recieved in the biomedical engineering department with a note indicating "the device would not deliver completely in the concurrent mode." Upon further investigation it was observed that the pump was underdelivering. There were no reports of any adverse patient events when the pump was in patient use. The unit had been sent to the biomedical engineering department without identifying information or a complete event description. No additional information was available.